Event description:
It was reported that a malfunction occurred with the customer's pump, displaying a malfunction code, which was not resettable. There was no adverse impact to the customer's blood glucose level. Tandem technical support replaced the pump and provided instructions for the customer to return the problematic pump. The customer was advised on using a backup therapy in the interim and received guidance on setting up the replacement pump, including programming settings and connecting the cgm. The customer acknowledged all instructions and a signature was required for the delivery of the replacement pump.